Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where the first device created initially a perforation in this area of the leaflet due to several grasping attempts. The leaflet was ruptured with the second grasp of the first device. The physician assumed due to excessive force on the lateral leaflet. It was a valve with at least 5 scallops. As reported, after placement of the first device in an a-s position (2-8 clocking) it was seen a jet directly located p-l from the device. With the second device this jet could not be eliminated, and the decision was to implant a 3rd one, placed posterior from the 2nd device with the same clocking, which then finally detached. As per the cs, it could be that the detachment happened because the lateral clasp grasped into the perforation. The detached device was stable attached to the septal leaflet without any excessive motion, so there was no need to stabilize the implant. The imaging quality was quite poor in the end due to a lot of shadowing from the other implanted pascal devices. The patient was noted as to be stable. Starting tr was grade 4 and post-procedural tr grade 2. No further intervention was needed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. Device implanted - not returned.

Manufacturer narrative:
Per the instructions for use (IFU), leaflet tissue injury is a known potential adverse event which has been identified as a possible complication of the pascal implant procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to leaflet tissue rupture. The pascal implant is deployed and secured to the leaflets of the valve, failure to release leaflets from paddles and clasps prior to repositioning, failure to set the implant in the elongated position when retracting in the atrium, and implant dislodgement, may result in leaflet damage and/or chordal entanglement. The pascal precision training manuals instruct the operator on proper positioning and deployment of the device, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes patient screening (to ensure anatomy is suitable for the device), device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment of the device. The imaging evaluation identified a new jet of tr originating from the area near the posterior tricuspid leaflet (ptl) mid valve after several grasping attempts with the 1st pascal ace device. The returned intraprocedural tee displayed very technically difficult imaging, including anatomical shadowing due to lipomatous inter-atrial septum, improper presets, and inaccurate view planes used for grasping. The imaging evaluation was unable to definitively confirm damage to the valve anatomy or leaflets, most likely as a result of the technically difficult imaging returned. Although the imaging evaluation was unable to definitively confirm damage to the valve and/or leaflets, the observed new tr jet near the ptl mid-valve is most likely the result of a leaflet perforation in that area. The edwards on-site clinical specialist (cs) confirmed that the grasping attempts likely caused a perforation in the ptl and confirmed the presence of the new tr jet. There was no allegation or indication that a device malfunction contributed to this adverse event. Investigation results suggest the root cause is not likely to be related to the pascal device. The technically difficult imaging increased the difficulty of observing adequate leaflet insertion and may have contributed to the reported event. The complaint for leaflet damaged while capturing was confirmed with other empirical evidence via testimony of the edwards on-site clinical specialist. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that the technically difficult imaging (anatomical shadowing, improper presets, and inaccurate view planes used for grasping) may have contributed to the reported event. However, a definite root cause is unable to be determined.